Event description:
It was reported that the patient was unable to adjust stimulation with the patient programmer (pp). The display was showing "call your doctor" icon with an out of regulation (oor) condition. She only saw oor when she was sitting up or standing up. The patient first saw this message on the day of the report. It was also reported that in the past couple of days the stimulation sped up and slowed down and then would turn off. The stimulation only did it when sitting up or standing. The patient just turned the stimulation on and wanted to adjust her stimulator and it wouldn't let her because she saw oor. The patient could only adjust it when "on back" or lying on the back. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).